Event description:
It was reported that an unspecified ¿air alarm¿ occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and a system error (se) 2240 (air in set/line) alarm was noted on the reported occurrence date. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The reported event of an unknown alarm was verified as a system error 2240 in the device log review. The direct cause was determined to be the software. The device did not meet product specifications relative to the reported event. The device was sent to service; software was changed along with some unrelated parts like the membrane gasket and inner door gasket. If additional relevant information is obtained, then a follow-up MDR will be submitted.